Event description:
It was further reported that during the index procedure, post rotablation, no reflow due to abrupt closure of the vessel was noted which was treated with balloon angioplasty.

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-05777, 2134265-2013-06439, 2134265-2013-06440, 2134265-2013-06441. It was reported that during a coronary artery stenting treatment procedure, no reflow occurred. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was stable angina (ccs classification: 4) and the subject was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. Pre-dilation was attempted using two apex balloon catheters of size 1.5x15mm and 1.5x12mm, however balloon rupture was noted. As pre-dilation failed, rotablation using a 1.25mm rotalink burr and a 0.009x325mm rotawire extra support guidewire was performed. Post rotablation, no reflow was noted which was treated with balloon angioplasty. Then a 2.50x28mm promus element plus stent was implanted. Following stent deployment, a grade a distal stent edge dissection was noted distal to the target lesion, which was treated with placement of a 2.25x8mm bailout stent. Following post-dilatation, residual stenosis was 0% and timi 3 flow was noted. During the index procedure, the patient developed a peri-procedural myocardial infarction. Cardiac enzymes were noted to be elevated meeting universal definition of myocardial infarction. No action was taken in response to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).